Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology partially retracted during the insertion process. The following information was provided by the initial reporter, translated from (B)(6): "during the insertion of the catheter, the needle partially retracted during engagement, but there was a problem with the spring which holds the needle in place. The needle and the catheter remained linked. Consequences noted: catheter removed (blood loss for the patient) precautionary measures and actions taken: installation of another catheter (same reference and batch number) without difficulty".

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology partially retracted during the insertion process. The following information was provided by the initial reporter, translated from french: "during the insertion of the catheter, the needle partially retracted during engagement, but there was a problem with the spring which holds the needle in place. The needle and the catheter remained linked. Consequences noted: catheter removed (blood loss for the patient). Precautionary measures and actions taken: installation of another catheter (same reference and batch number) without difficulty."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology partially retracted during the insertion process. The following information was provided by the initial reporter, translated from french: "during the insertion of the catheter, the needle partially retracted during engagement, but there was a problem with the spring which holds the needle in place. The needle and the catheter remained linked. Consequences noted: catheter removed (blood loss for the patient). Precautionary measures and actions taken: installation of another catheter (same reference and batch number) without difficulty."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-aug-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used 18g x 1.16in. Insyte autoguard bc pro unit with no documentation to indicate the material or lot number. Prior to decontamination, the needle can be seen partially retracted into the barrel and the catheter assembly and needle are still partially coupled. The reported issue was confirmed. Microscopic inspection did not find any damage to any of the components (including components inside the catheter adapter). Although the failure stated in the reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause in the manufacturing setting. After the device was decontaminated, the needle was fully retracted. It is likely that whatever obstruction was present was removed when the needle was fully retracted after decontamination. During manufacturing partial retraction may be caused by a damaged hub/spring/button/grip due to machine misalignment, grip damage caused by feeder jamming, adhesive on the outside of hub due to station misalignment, and excessive gel due to incorrect equipment settings. Operators periodically perform functional testing for needle retraction per the sampling plan to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown.